Manufacturer narrative:
The technician investigated the alleged incident and the account stated that the patient just had a total knee replacement on their right knee. The account stated the patient had to use the urinal but did not call the nurses for help. The head side rails were up on the bed and foot side rails were down. The patient started to get out of bed and rolled to the side. The patient fell to the floor feet and knees first. The patient was found on floor and was taken back to the operating room to have the knee replacement repaired. The account does not know which bed the incident occurred in. The technician was not allowed to look at the beds. The account could only find one bed and a patient was in it. No further information was released.

Event description:
The account alleged a patient had fallen out of his bed.